Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31079950l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. There was no defect in the product. This was the patient¿s third afib case and had considerable difficulty with inguinal puncture and transseptal. It was reported that after the procedure in the left atrium was completed, the sheath was withdrawn from the left atrium to the right atrium, and when the ablation to the cavotricuspid isthmus (cti) was completed, blood pressure decreased. Ablation of the superior vena cava (svc) was started while monitoring the patient with catecholamine medication, and since the blood pressure did not stop falling, the cardiac shadow was confirmed by echocardiography and fluoroscopy. Pericardiocentesis was performed after determining that the patient had pericardial tamponade. After drainage by pericardiocentesis, the blood pressure recovered to the level at the time of admission, and the patient returned to the room. Timing was 13 minutes after sheath was withdrawn from the left atrium to the right atrium. Drainage by pericardiocentesis was done. The patient returned to intensive care unit (ICU). The physician's opinion on the relationship between the event and the product was that there was no problem with the product. The procedure and patient condition were thought to be the cause of the problem. It was difficult approaching the left atrium with two sheaths after atrial septal puncture, and the puncture site was hard because it was the third ablation procedure for afib. The sheaths were pushed a little too hard and probably damaged the septal tissue. Blood did not leak when the sheaths were going through the septum, but it was possible that when the sheaths were withdrawn to the right atrium, the part that the sheath was plugging was opened and blood leaked out. The blood that was drawn was venous blood, so the operation in the left atrium was irrelevant. There were no abnormalities observed prior to and during use of the product. The adverse event was discovered during use of biosense webster products. Outcome of the adverse event was recovered. Patient did not require extended hospitalization because of the adverse event as the patient was discharged from the hospital as schedule without an extended hospitalization. Septal puncture was performed with rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not observed. Irrigation catheter¿s flow rate setting was pre rf:1s post rf:1s. Contact force (cf) monitoring methods were dashboard, vector, and visitag. Coloring setting of visitag: tag index. Additional filter for visitag: fot. This event is being reported under the ablation catheter as a conservative measure because ablation did occur. Follow up is being conducted in relation to the identity of the sheath.